Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep states they received a communication from the pt's hcp indicating that the pt has had some w eight loss and is complaining that the stimulator is turning itself off. The doctor speculated perhaps charging issues are accounting for this since the pt has lost weight, perhaps the charger is not flush against the ins. The rep spoke with the pt and the pt indi cated that 4 or 5 times over the past couple months the pt noticed the ins has turned itself off and the pt says the only way for them to turn the ins back on again is to go into MRI mode and turn the ins on via that route. The pt says that in the past they have let the ins deplete to the point of being turned off; however, the pt indicates that the issue they are reporting occurs when the ins has sufficient charge. Caller notes pt is on 'low dose' stimulation so the pt actively feels the stim. Agent reviewed considerations--keeping a log, checking diaries, pulling data report. Caller to follow up with the pt and advise the pt to document if/when this occurs again so we can pull data from the tablet to better understand what may be occurring. Rep reports the cause is unknown, no troubleshooting was performed, and it is unknown if the issue has resolved at this time. The rep reports they will submit any new information as they become aware.